Event description:
The facility's biomed reported an infusion pump with failure code 530:320:831:0000 on channel c. Follow-up with the biomed revealed they have no record of any patient incident involving the pump since the last baxter service event.